Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, check electrode belt messages) was confirmed. Upon investigation the electrode belt trunk cable was damaged, and the pulse wire within the connector was open. The open pulse wire caused the reported alarms. The root cause for the damaged connector and open pulse wire could not be positively identified, but the damage likely resulted from excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check electrode belt messages and her electrode belt connector was damaged. The patient was issued a replacement electrode belt.